Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported falsely elevated calcium results generated from alinity c processing module. The customer provided the following data which occurred on (B)(6) 2026: the calcium result on sn: (B)(6) was 3.77 mmol/l. The calcium result on sn: (B)(6) was 4.12 mmol/l. The calcium result on sn: (B)(6) was 2.96 mmol/l. The calcium result on sn: (B)(6) was 2.94 mmol/l. The calcium result on sn: (B)(6) was 2.41 mmol/l. The customer reported out the 2.41 result. Customer normal range is 2.20-2.60 mmol/l. Patient information: 37-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.